Event description:
(B)(4).

Manufacturer narrative:
On 07/18/2015 it was communicated that no revision was performed. X-ray requested m,any times, but not received due to difficulties of communications. On 07/29/2015 the case was finally closed with the available information, already reported in the initial report and in this follow up: a final report was prepared and sent to the initial reporter.

Manufacturer narrative:
On 12 august 2015 we received the x-ray and the case was re-opened x-ray analyzed by the medical affairs director on 17 august 2015, with the following comment: having received the postoperative xrays, I did not find any additional useful information. The stem size is quite large for the bone but not beyond the limits of good surgical practice. The stem appears to be correctly implanted, although not all parameters can be evaluated from these images. However, I could find no clear evidence of a defined root cause. On the same date the final report was updated with that additional information, it was sent to the initial reported and the case was closed.

Manufacturer narrative:
Batch review performed on 13 march 2015: lot 123314: (B)(4) stems manufactured and released on 26 october 2012. No anomalies found. To date, (B)(4) items of the lot have been already sold without any similar issue. Clinical evaluation performed by the medical affairs director on 09 mar 2015, with analysis of the x-rays taken on feb 2015: no data on patient activity level and postoperative pathway have been supplied. The stem shows evident radiolucencies proximally and a consequent inevitable distal fixation, which is likely to lead to thigh pain. The root cause is not definable from the information received, and in most cases it will be impossible to find out for sure. Postoperative xrays could be useful, and particularly, if available, xrays at approximately 6 weeks. The occurrence of distal fixation is described in literature for a small percentage of cases and is a multi-factorial event. Due to the very large number of amistem implanted and the very small incidence of thigh pain we cannot consider it a situation linked to this product. However, it will be duly noted and surgical or instrument improvements will be considered and analyzed in order to try and reduce the already very small number of cases.